Event description:
It was reported right ventricular (rv) lead was surgically abandoned due to high pacing thresholds that leads to premature battery depletion (pbd). Also, lead dislodgement was suspected. A new lead with the same model was implanted. No additional adverse patient effects were reported.